Event description:
The unopened/unused advanix biliary stent with naviflex rx delivery system was shipped back to boston scientific corporation from a customer as a consignment return. The account did not allege a complaint against the device. On (B)(6), 2011, upon inspection at the boston scientific corporation warehouse, foreign material was noticed within the sealed package of the advanix biliary stent with naviflex rx delivery system. The fragment was noted to be less than 1mm in diameter and dark blue/black in color.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device was received inside the unopened sealed pouch. A 0.40 mm² blue/black color material and a 0.40 mm² light blue strand of material were inside the sealed pouch. The origin of the material was not able to be determined through investigation of this complaint device. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - foreign material present within sterile packagingthe device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The unopened/unused advanix biliary stent with naviflex rx delivery system was shipped back to boston scientific corporation from a customer as a consignment return. The account did not allege a complaint against the device. On (B)(6), 2011, upon inspection at the boston scientific corporation warehouse, foreign material was noticed within the sealed package of the advanix biliary stent with naviflex rx delivery system. The fragment was noted to be less than 1mm in diameter and dark blue/black in color.

Event description:
The unopened/unused advanix biliary stent with naviflex rx delivery system was shipped back to boston scientific corporation from a customer as a consignment return. The account did not allege a complaint against the device. On april (B)(6) 2011, upon inspection at the boston scientific corporation warehouse, foreign material was noticed within the sealed package of the advanix biliary stent with naviflex rx delivery system. The fragment was noted to be less than 1mm in diameter and dark blue/black in color.

Event description:
The unopened/unused advanix biliary stent with naviflex rx delivery system was shipped back to boston scientific corporation from a customer as a consignment return. The account did not allege a complaint against the device. On (B)(6), 2011, upon inspection at the boston scientific corporation warehouse, foreign material was noticed within the sealed package of the advanix biliary stent with naviflex rx delivery system. The fragment was noted to be less than 1mm in diameter and dark blue/black in color.